Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Furthermore, the report of low voltage alarms could not be confirmed through this evaluation as no log files were provided for review. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and 3 inches of the distal portion of the driveline was also returned. Analysis of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly of the pump body revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the pump was supporting the patient. However, a root cause for the development of this deposition could not be determined through this evaluation and a correlation to the patient¿s stroke could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists peripheral thromboembolic events, stroke, and device thrombosis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired due to acute embolic stroke of the middle cerebral artery (mca). The patient was taken for a head CT scan which demonstrated acute left mca infarct, and was subsequently intubated in the trauma bay. Vascular neuro saw the patient and had planned an interventional thrombectomy in the interim. The patient¿s inr that day was 3.8. Reportedly, upon brief lvad system controller history interrogation by the clinicians, low voltage alarms were observed. It was reported that the patient¿s family decided to withdraw care, and the patient expired on (B)(6) 2017.